Manufacturer narrative:
An ocd field engineer (fe) visited the site. Investigation into this event found that the probe was bent. The fe performed the appropriate replacements and adjustments to return the analyzer to expected operation. A bent probe can lead to a loss in vacuum / pressure in the fluidics system and probe drip resulting in the observed fluid.

Event description:
A customer reported the presence of fluid on the foil of gel cards in the ortho provue analyzer. The presence of fluid on the foil could lead to cross contamination and erroneous results which could lead to transfusion of imcompatible blood. Erroneous test results were not released as a result of this incident.